Event description:
It was reported that ever since the pump was implanted the patient hadn't felt well. Every morning for a year when the patient woke up, she felt like she was pregnant, because she was dry heaving. The health care providers kept titrating up the medication. It was noted that the patient was so sick and nauseated all of the time she couldn¿t do anything or get out of bed in the morning. The patient was on her husband's motorcycle and went right into rapid eye movement sleep. The patient was given a ptm (personal therapy manager) for extra morphine and it ¿never worked¿. The patient went in to see her physician once a month. Per the patient, the pump was ¿a nightmare¿. The patient still had horrible back pain; they couldn¿t get it adjusted right. If it was too high she had nausea and if it was too low she had terrible back pain. The patient wanted the pump removed. The health care provider was currently turning the pump down. It was mentioned that the patient had painful epidurals and nerve burnings. The drug in the pump was morphine.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).